Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified flat creases, black particles in the fill channel and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening and wear/abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.